Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a white vertical line in the liquid crystal display (lcd) of the heartmate 3 system controller, serial number (B)(6), was confirmed. The system controller event log file was reviewed, and timestamps spanned approximately 20 days (00:32:33 on (B)(6) 2025 to 09:06:28 on (B)(6) 2025). On (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. The log file was found to be otherwise unremarkable. The pump operated as intended throughout the file. The system controller was returned for analysis. The controller was noted to have vertical white lines in the lcd. This did not affect the controller¿s ability to display messages. The controller underwent functional testing and otherwise passed. The controller was able to support pump function for an extended period of time without issue. Following testing, the lcd screen from the controller was swapped with a functional one, resolving the reported event. The root cause of the reported screen issue was conclusively determined to be due to an issue with the lcd screen; however, further root cause was unable to be determined through this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that vertical lines appeared on the liquid crystal display (lcd) of the system controller. The controller was to be returned for evaluation.